Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Troubleshooting with tandem technical support indicated that pump was operating as expected; however, customer maintained that there was a fill estimate issue. Customer continued to use the pump for insulin therapy until replacement arrived. Customer¿s blood glucose level was 59 mg/dl.